Event description:
06/27/2019: updated event description: it was reported that on an (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of the humerus, the health care professional requested the consultant to bring two (2) different 4.5 narrow locking compression plates. Upon inserting the 4.5mm narrow locking compression plate 10 holes/188mm, the surgeon did not like the plate and had to change out for another 4.5mm narrow locking compression plate 8 holes/152mm. There was a surgical delay of fifteen (15) minutes. Procedure was successfully completed. There was no impact on the patient. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity unknown), 4.5mm narrow locking compression plate 8 holes/152mm (part# 224.581; lot# unknown; quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Alert date and awareness date updated to 1/4/2019. Event date updated to (B)(6) 2019. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Brand name and common device name provided for reporting. Additional pro-codes: hwc, ktt. Part number & UDI provided for reporting. Updated product code for (B)(4) from 02.108.303 (pediatric lcp hip plate 2.7mm/130°/2 holes) to 224.601 (4.5mm narrow lcp plate 10 holes 188mm). Updated cp-1072 to 4.5mm narrow lcp® plate 8 holes/152mm . Reporter added to ac manufacturing site name provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Additional pro-codes: hwc, jds. Brand name and part number provided for reporting. Manufacture site provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Relevant actions have been taken to address the issue.

Event description:
05/30/2019: updated event description: it was reported that on an unknown date in (B)(6) 2019, the patient underwent a bilateral corrective osteotomy, the health care professional requested the consultant to bring two (2) different pediatric hip plate. The first 110 degree pediatric hip plate was inserted with no issues, upon inserting the second 130 degree pediatric hip plate, indicated that the 130 degree bend was the incorrect angle, cited and had to change out the second plate for another 110 degree pediatric hip plate. There was a surgical delay of fifteen-to-twenty (15-20) minutes. Procedure was successfully completed. Patient outcome was fine. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity unknown), 110 degree pediatric hip plate (part# 02.108.301; lot# unknown; quantity 2). This complaint involves one (1) device. This complaint captures the event for (B)(6) 2019, while (B)(4) captures event for (B)(6) 2019, and (B)(4) captures event for (B)(6) 2019.

Manufacturer narrative:
Event occurred on an unknown date in (B)(6) 2019. This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2019, the patient underwent a bilateral corrective osteotomy. The health care professional requested the consultant bring two (2) different unknown plates. The first plate with a 110-degree angle was inserted with no issues. Upon inserting the second plate with 130-degree angle, it was noticed that the bend was not at the correct 130-degree angle. The surgeon had to change out the plate for another 110-degree angle plate. There was a surgical delay of unknown minutes. Procedure and patient outcome are unknown. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity unknown), unknown plate (part# unknown; lot# unknown; quantity 1). This report is for one (1) plate. This is report 1 of 1 for (B)(4). This complaint captures the event for (B)(6) 2019, while (B)(4) captures event for (B)(6) 2019, and (B)(4) captures event for (B)(6) 2019.